Event description:
It was reported during an atrial flutter (afl) procedure, there was noise on the body surface (bs) ECG's and intracardiac (ic) signals. The ablation cable was exchanged and the noise decreased. The procedure was over so further troubleshooting could not occur. The noise was still there every 4th to 5th beat. The noise was on the carto 3 system. Upon request, the bwi field representative provided additional information on the event. The noise was on all the body surface (bs) ECG's and intracardiac (ic) signals on both the carto 3 system and ep recording systems. The noise was distorted. It was hard to read the EKG. The physician was unable to interpret the signals with the presence of the noise. The noise occurred when they started rf. The distortion would stop once they would stop the rf. Once the cable was changed, the noise decreased to every 4th or 5th beat. Then the physician felt comfortable completing the case. The severity of the noise on all the body surface (bs) ECG's and intracardiac (ic) signals on both the carto 3 system and ep recording systems is indicative of a reportable event.

Manufacturer narrative:
(B)(4). It was reported during an atrial flutter (afl) procedure, there was noise on the body surface (bs) ECG¿s and intracardiac (ic) signals. The ablation cable was exchanged and the noise decreased. The procedure was over so further troubleshooting could not occur. The noise was still there every 4th to 5th beat. The noise was on the carto 3 system. Upon request, the bwi field representative provided additional information on the event. The noise was on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and ep recording systems. The noise was distorted. It was hard to read the EKG. The physician was unable to interpret the signals with the presence of the noise. The noise occurred when they started rf. The distortion would stop once they would stop the rf. Once the cable was changed, the noise decreased to every 4th or 5th beat. Then the physician felt comfortable completing the case. The bwi field service engineer advised the bwi field representative to isolate the cool flow pump tube from the indifference electrode cable. The bwi field representative was to advise the customer for the next case. The bwi field service representative confirmed there was no noise on the bs or ic signals during the next case. The case was completed. The customer was satisfied with the signal quality. The reported issue was an isolated event caused by the improper patient setup. The system is ready for use. The device history record (DHR review or investigation) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).